Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Subsequently, it was reported that the pump battery intermittently became hot to touch. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.